Event description:
The user attempted to implant the device which was unsuccessful due to the screw starting to "rotate on it's axis". The user stated the screw "does not come apart from the screwdriver" and had to be broken.